Event description:
The customer alleged that during the first use of the device, the coating melted and fell off. The problem occurred durint a neur surgery. There was no harm to the patient, however there was a potential for harm if it would have fell into the surgical site.

Manufacturer narrative:
Product was purchased on order number (B)(4). On (B)(6). 2023. Product was shipped on invoice number (B)(4). On(B)(6). 2023 line 17 customer was using the device in a neuro surgery at 30 watts coag. The customer confirmed there was no consequence to patient. Product was returned through the RMA room on (B)(6). 2023 complaint confirmed based on information provided from the customer. Root cause is determined to be customer miss-use at a high power settings with unknown activation timings. From the IFU, mc-23202 revision1 - "use of electrode with modified insulation in contact with tissue or fluid may cause splitting or peeling back of the modified insulation on the electrode. · always use the lowest power setting that achieves the desired surgical effect. Use the active electrode for the minimum time necessary in order to reduce the possibility of unintended burn injury. Using the coated electrode at a high power setting may cause damage to the coating. This is the first complaint of its kind in the last 2.8 years of complaint reviews. In the same time period, we have sold 11964 number of eaches. = low based on the above information, no further actions are required and this can be seen as the final report. If additional information is obtained that alleges any additional patient involvement or additional informaiton pertinent to the investigation, a subsequent follow up report will be submitted.